Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure angina and target vessel revascularization occurred. The 99% stenosed target lesion was located in the proximal left anterior descending artery and was 20 mm long with a reference vessel diameter of 4 mm. The target lesion was predilated. The target lesion was treated with direct stent placement of a 2.50 mm x 20 mm taxus liberte stent which resulted in 0% residual stenosis. The subject was discharged on aspirin and prasugrel. In (B)(6) 2011, the presented with unstable angina. The subject underwent catheterization which revealed stenosis in the native lad just prior to the previously implanted stent. The proximal lad was subsequently revascularized by placing a 2.5 mm x 8 mm taxus liberte stent extended to overlap the taxus liberte stent previously placed during the index-procedure. This event was considered to be resolved without residual effects and the subject was discharged on (B)(6) 2011 on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for analysis; therefore, a failure analysis fo the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).